Manufacturer narrative:
Integra has completed their internal investigation on 11/10/2015 . The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaints history. Results: the complaint is not confirmed - no issues were observed. The returned unit it has passed all specific functional testing requirements, except for the lock having rotational movement, when unit is properly positioned and put under pressure unit would not have slipped. General maintenance and cleaning was required. Device was manufactured on september 30th, 2010 and a review of dhrs listed below containing lot code 107 showed that there were no anomalies related to this reported failure. No mrrs or variances were associated with this lot. Service history: date of service: 10/14/2014 reason for repair: routine maintenance. Date of service: 04/04/2013 reason for repair: routine maintenance. No manufacturing or design related trend has been identified. Conclusion: in summary we are unable to confirm or duplicate the end users experience. The returned unit passed all functional testing requirements, however general maintenance is required as this device was manufactured in 2010 and last serviced in 2014.

Manufacturer narrative:
Additional information received from the customer on 09oct2015:the patient had to be repinned in order to use another clamp and as per surgeon, the same pinhole was used on the patient's head.

Event description:
The c-clamp keeps slipping, does not stay tight and snug. The patient was pinned and during positioning for surgery when attempting to flex, the slipping of the c-clamp was noted. After several attempts at fastening the device, it still slipped. It was then decided to replace the clamp. Surgery delay was reported as unknown (time to get another c-clamp, re-pinned and reposition the patient). There was no apparent injury to the patient. Additional information was requested and on 07oct2015, the following was provided: the patient underwent a chiari decompression. The patient was positioned prone; no repositioning required. Approximately 60 pounds of pressure was applied. No stereotaxy device was used. Integra adult disposable pins (a1083) with lot number 1152040 were used. The incident occurred during positioning. After pinning the patient in the mayfield, the mayfield was locked. During flexion of the head/neck by using the headframe, there was a small amount of rotational movement that occurred within the locking apparatus of the headframe. The product was in use for 5 minutes before the event occurred. The event did not result in patient injury. A different mayfield clamp was utilized. They flexed the patient's head instead of using the mayfield headframe to flex the head. The skull pins are not available to be returned for evaluation.